Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. The harmonic ace instrument was found to have one blade broken at the midpoint. A piece approximately 0.068" x 0.223" was found to be broken off. The broken piece was returned. Components adjacent to this broken blade do not show damage.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted procedure, the head of the harmonic ace instrument broke. The customer was able to retrieve all fragments. The procedure was completed with no patient harm.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci harmonic ace with an alleged issue to perform failure analysis. Although the complaint was not confirmed by failure analysis since the product was not returned, the information gathered indicates that the device may have contributed to the customer reported issue. Review of the provided image by a regulatory post market surveillance analyst is consistent with the broken blade. Root cause of the failure mode cannot be confirmed without the returned device.